Event description:
It was reported that the battery of a t:slim x2 pump would not charge, and there was a power source alert present. The issue resolved prior to calling technical support, and the customer used the same model of charging supplies initially provided. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer on battery best practices and advised monitoring the system with a callback if the issue persists.